Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridges with standard luer lock from the distributor and the infusion sets had the t:lock luer lock. The customer's blood glucose (bg) level was elevated; however, an exact value was not provided. Reportedly, the bg level was addressed with a manual injection and the customer reverted to manual injections.